Event description:
It was reported that the surgeon is new with using the aa4203tl silicone single piece lens and as he was gliding the lens in the eye it tore in the injector. The incision was enlarged and as the surgeon removed the lens with forceps he noticed it continued to rip and discarded it. The replacement lens was successfully implanted and the wound was closed with a 10.0 nylon suture. The cause of the event was unknown.

Manufacturer narrative:
(B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).